Manufacturer narrative:
Additional information added to h6 and h10 h10: one(1) picture was received for evaluation. The picture was confirmed to be part of a voluntary recall; further sample evaluation was not performed. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported during treatment with three units of revaclear 300 dialyzer, blood leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause for the reported issue could not be determined. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.